Manufacturer narrative:
Vyaire file identification: (B)(4). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received."

Event description:
It was reported to vyaire medical that the vela ventilator was alarming vent inoperable, motor fault & xdcr (transducer) fault, low pip (peak inspiratory pressure), and low ve (minute ventilation) alarms continuously. The customer confirmed that there was no patient involvement associated with the reported event.